Event description:
Patient reported poor communication on patient programmer. Caller reported no stimulation sensation and a return of symptoms: going to bathroom more frequently, constant feeling of pressure around 5 days ago. Patient was advised to consult with doctor for more information regarding issue. Patient was implanted for urinary dysfunctional/sacral nerve stimulation and gastrointestinal/ pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.